Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results generated for a 41-year-old female patient sample. The following data was provided: sample ID (B)(6) initial result = 3.38 (reactive), repeat results after being re-centrifuged = 0.44 (non-reactive), 1.32 (reactive), re-centrifuged again and result = 0.31 (non-reactive) no impact to patient management was reported.

Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results generated for a 41-year-old female patient sample. The following data was provided: sample ID (B)(6) initial result = 3.38 (reactive), repeat results after being re-centrifuged = 0.44 (non-reactive), 1.32 (reactive), re-centrifuged again and result = 0.31 (non-reactive). No impact to patient management was reported.

Manufacturer narrative:
Additional information section d10 - concomitant product, and h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting procedures, and discovered the r2 alinity pipettor probes were out of alignment. The part was calibrated which resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the alinity pipettor probes was identified.